Manufacturer narrative:
The end user did not agree to provide the actual device for our eval. We tested the drains which are currently in our stock (tensile strength test) and they found to be ok. In our process, on every batch of flat drains we perform tensile strength test of the white fluted profile of the drain and also of the connection area between a drain and a tube. Based on our many-years of experience, the drains usually break if they were nicked or punctured by a sharp instrument during insertion. One of the characteristics of silicone drains is their easy breakage at the place of slight cut. As the actual sample is unavailable, we are unable to detect the real cause of the breakage. However, we consider that most likely the part broke due to mistake of the end user and not because of a MFR failure.

Event description:
Broken drain noticed during post-operative period. The distal tip of the drain was found on x-rays to be inside the pt's lumbar wound. She was recommended to have the remaining piece of drain, which was stuck underneath her skin and the lumbar wound to be removed operatively in a formal operating room setting.